Event description:
It was reported that the balloon of the catheter was unable to deflate during patient use. It was later reported via email on 2 april 2020 from the international business center (ibc) representative, that the patient was referred to a urologist where the catheter was removed via an invasive procedure that punctured the balloon.

Manufacturer narrative:
The reported event was inconclusive. The sample was returned for evaluation and visually inspected. Sample was evaluated and no pinch or blockage observed. Introduced water with needle syringe through inflation lumen of the shaft and out of the inflation eye easily with no obstruction. Sample was classified as poor sample condition and several tests could not been carried out. The exact time of how and when problem occurred could not be determined. A potential root cause for this failure mode could be due to user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record could not be reviewed due to the information on the date code number was not available. Although the product family was unknown ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the catheter was unable to deflate during patient use. It was later reported via email on (B)(6)2020 from the international business center (ibc) representative, that the patient was referred to a urologist where the catheter was removed via an invasive procedure that punctured the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction b1, b2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter was unable to deflate during patient use.